Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific pt injury and medical records have not been provided. The info provided indicated that the pt was treated for adhesions which is known as a possible adverse reactions listed in the IFU. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, this report will be updated.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2008 - the pt was implanted with a bard composix e/x mesh to repair a hernia defect. On (B)(6) 2012 - the pt underwent surgery to remove the previously implanted mesh. During the surgery to explant the mesh, the pt's surgeon found "the mesh to be adherent to the abdominal wall with five prolene sutures and primarily wadded up." The attorney's report alleges abdominal pain, additional surgery, additional med treatment, explant.